Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power adapter. Reportedly, the pump was successfully charged using an alternate power adapter. Additionally, the customer reported that the insulin gauge was inaccurate. Customer added insulin to the cartridge and reloaded it to resolve the issue. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was between 80-120mg/dl.